Manufacturer narrative:
Concomitant medical products: (B)(4),implantable pulse generator (ipg), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker leads were removed due to an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.